Manufacturer narrative:
No customer material was received for investigation. The difference between the inr values obtained on the meter and in the laboratory cannot be further assessed because the laboratory method is unknown. The presence of antiphospholipid antibodies in the patient was confirmed. It is known that antiphospholipid antibodies are strongly associated with thrombosis and in this case, most likely led to the stroke. As documented in product labeling, the presence of antiphospholipid antibodies can potentially lead to prolonged clotting times and elevated inr values. A comparison to a laboratory method that is not sensitive to antiphospholipid antibodies is recommended when the presence of antiphospholipid antibodies is known or suspected.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). On (B)(6) 2016, the result around 9 am was 2.1 inr. Later that day, around 5 pm, the customer had a stroke while driving her car. The customer had a wreck and the ambulance took her to the ER. The result by an unknown laboratory method was 1.3 inr. The customer was on heparin while in the hospital for two weeks and then she was in rehab for one week. They found "clusters of blood clots in her brain". The customer stated they are unable to get rid of the clots. While in the hospital, the customer was tested for antiphospholipid antibodies which were confirmed. Per product labeling, antiphospholipid antibodies can possibly cause a falsely elevated inr. The customer was advised of the package insert and limitations. On (B)(6) 2016, the customer awoke with numbness in her leg, so the customer called her niece who took her to ER. The customer was admitted for three days. The customer stated "they thought she might have had blood clots in her legs, but not sure." The customer was on heparin in the hospital. The customer did not test on the meter (B)(6) 2016. Her last test on the meter prior to the issue on (B)(6) 2016 was (B)(6) 2016 and the result was 2.0 inr. The doctor did not send the customer to the ER due to her inr results, however the customer's niece thinks the results from the meter were erroneous and that has caused the customer to have strokes. The therapeutic range was 2-3 inr. The customer stated she was compliant, but they want her towards the high end of the range. The customer had no change in diet, exercise, or medicine. The customer had been using an alere inratio meter and then switched to using the coaguchek xs meter on (B)(6) 2016. The meter and strips were requested to be returned for further investigation. Replacement product was sent. Relevant retention test strips (lot 152885) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.